Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010.according to the complainant, post procedure, (the exact day is unknown), the port on the universal adapter split. The universal adapter was replaced.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The plunger, link, needles, and anterior cuff were not returned. Evaluation of the returned device found the suture returned complete, free of the device and undamaged with the posterior needle tip attached. The posterior needle tip was engaged with the posterior cuff which had been ejected from the posterior foot, as evidenced by the blow through marks on the posterior foot. There was no detected handle, guide tube, foot or sheath damage. The posterior cuff was examined and the link had broken from the posterior cuff leaving a small segment within the cuff. During testing, a proxy plunger was inserted to test needle trajectory and the results were successful. Internal inspection of the device found no detected observations indicating any possible restriction to the deployment of the suture. Based on the investigation findings, the root cause for the link to cuff detachment could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any information relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.